Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
During the implant procedure, it was reported that the right ventricular (rv) lead screw would not extend after multiple attempts. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.